Event description:
An unknown device caused a perforation in the mid right coronary artery (rca). A graftmaster was advanced to the perforation; however, before it reached the perforation the stent dislodged and was deployed in the proximal rca using an unknown balloon catheter. An unknown balloon was used to seal the perforation. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.